Event description:
Patient reports the dentist advised to discontinue use of aligners due to severe pain and several chronic medical issues. Dental history includes braces, expander, retainer, space maintainer, crowns at locations: 30, 2, and grinding/clenching of the teeth. Medical history includes corticosteroids or immunosuppressants for rheumatoid arthritis (ra), orencia for treatment), yes to chronic musculoskeletal or autoimmune conditions, or neuralgias, and type ii diabetes.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.